Event description:
The customer reported loss of suction. At an unspecified time during use of the device, it was reported that the device did not function properly. The customer contact stated, "wrong way for a female patient. Using of the aspiration but it fails. Emergency came." It was reported that a portable system was used and the vacuum setting was 500 mmhg. It was reported that the patient was hospitalized. No specific details were provided. The device was not replaced. Though requested, no additional information was provided including the patient's condition before and after the event.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.